Event description:
It was reported that during a follow-up, non-sustained lead noise was observed. The noise was reproduced in-clinic with pocket manipulations and isometrics. The lead was explanted and replaced. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 7.8-9.1cm from the connector pin, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.